Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during surgery. All pieces were successfully retrieved.

Manufacturer narrative:
Alleged failure: distal end of blade was stuck in the knee. The failure identified in the investigation is consistent with the complaint record. Based on the evaluation of this case and other received units from similar events the probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during surgery. All pieces were successfully retrieved.